Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tri ts femur sz6 left; cat# 5512-f-601; lot# gub4s, tri ts baseplate size 5; cat# 5521-b-500; lot# gud3sa, triathlonctrfemconeaug sz 6l; cat# 5549-a-661; lot# me561, triathlon sym cone aug sz e; cat# 5549-a-150; lot# nk6p1, tri press-fit stem 21x150mm; cat# 5566-s-021; lot# 0079555h, tri post augment sz6 10mm; cat#5544-a-600 ; lot# wtzu (qty 2), triathlon femoral distal augment 10mm - size 6 left; cat# 5541-a-601; lot# ggs9g, tri rm/ll tib aug sz5 5mm; cat# 5545-a-502; lot# erawp0a, tri press-fit stem 15x150mm; cat# 5566-s-015; lot# 0076554l, triathlon femoral distal augment 15mm - size 6 left; cat# 5542-a-601; lot# wtra, tri lm/rl tib aug sz5 10mm; cat# 5546-a-501; lot# erfcv8d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for revision on 09/february/2022. Patient had left index tka (outside of cors scope). Patient has had multiple revisions (outside of cors scope) for instability. In (B)(6), 2021 the patient is admitted for revision due to instability. Undergoes revision of all components. In (B)(6), 2021 the patient presents with pji and is revised with exchange of poly only and with antibiotic loaded cement for treatment. On (B)(6), 2021, the patient undergoes second revision for pji with poly exchange only. Patient presents with infection symptoms again and has another revision on (B)(6),2022 with all components exchanged.